Event description:
It was reported that a speaker malf. Inop was displayed on the x3. However, it is unknown if sound was still coming from the device. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
E1; reporter institution phone number (B)(6). E1: reporter phone number (B)(6). The remote service engineer (rse) spoke to the customer, and the customer said that when he made the x3 stand alone, the message was displayed on the x3. The rse had the customer remove the x3 battery and then re-enter it for 5 seconds, and then the customer confirmed that the message disappeared. He confirmed that the message disappeared when he connected it to the mx500. The customer agreed to use the AED as it is for now and to wait and see. As this resolved the issue, the cause was unable to be traced to one thing and is unknown. The cause of the reported problem was unknown. The engineer recommended the customer remove the x3 battery and then re-enter it for 5 seconds. The device was operational after this process was completed.